Manufacturer narrative:
(B)(4). Review of the device history log confirms that the device alarmed for a system error 322 during a propofal infusion. The history log also shows that the infusion was powered off by user input following the alarm. Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a clinician stated, the device shut off without user input during an infusion of propofal. The reporter stated "it looks like it was the user that prompted the shut off. He also noticed 10 occurrences of system error 322 since the end of (B)(6)." Further communication with the customer has determined that the device was powered off by the user, after a system error 322 was observed. The pt became agitated and irritable. As a result, an unknown medication was administered to help calm the pt.